Event description:
It was reported that the battery of the implantable pulse generator (ipg) has depleted within two years of use. It is indicated the ipg will be replaced at a later date. It is unknown if premature battery depletion is suspected. Additional information was received that it is suspected that battery depletion was caused due to the programming settings, not because of an ipg defect. Additional information was received that the patient underwent a revision procedure where the ipg was replaced. The patient was doing well post operatively.

Event description:
It was reported that the battery of the implantable pulse generator (ipg) has depleted within two years of use. It is indicated the ipg will be replaced at a later date. It is unknown if premature battery depletion is suspected.